Event description:
It was reported that during a laparoscopic chole procedure, the first four clips were scissored, but did not damage the vessel they were placing the clip on. The device was used to complete the case with no patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation.